Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was exhibiting intermittent issues interacting with the stylus. It was noted that a different stylus was used, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of intermittent interface/display screen issues, noting that there was a "dead" spot on the overlay and therefore the overlay/bezel assembly and the stylus were replaced (the programmer was returned without its stylus) and the stylus calibrated to resolve. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.